Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer stated the day nurse reported that the PICC tubing was not secured by white tape and the piccs pink anchor was exposed over the dressing. The night nurse went to assess the PICC line and noticed visible fluid under the dressing. An x ray was obtained to check the PICC placement, as the charge nurse thought that the PICC had come out. The day nurse redressed the PICC line and placed a flush on the end of the PICC and it was noticed that the line was cracked due to fluid squirting about the lumen.